Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 9347649 . Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Based on the description of the event, they were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima-ii is an infusion only device and is not rated for high pressure injections. Bd will continue to track and trend for this issue.

Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter broke from the hub after injecting medicine. The following information was provided by the initial reporter, translated from chinese to english: "the patient came to the hospital for diagnosis and treatment due to chest tightness. A plain CT scan showed lung shadows on (B)(6) 2021. An enhanced chest CT examination was performed on the same day. More than 10 seconds after the drug injection, the indwelling needle joint suddenly broken, and the high-pressure syringe was immediately closed. , pull out the indwelling needle, comforted the patient, observe, about 20 minutes later, replaced the indwelling needle and medicine again for inspection, the inspection is successfully completed."